Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 37, 52 & 70 mg/dl on the advantage system within two minutes of each other. Reporter stated he was experiencing hypoglycemic symptoms during the time of the testing were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.